Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an unknown endovascular procedure, utilizing gore® excluder® aaa endoprosthesis (2 contralateral components), gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable), and gore® excluder® iliac branch endoprosthesis (iliac branch component and internal iliac component) to treat an aneurysm. On (B)(6) 2025, a graft infection was observed, and patient underwent explant surgery in which all the devices were explanted. It also unknown which device had an infection. It was also reported patient has no known history of previous infections, and it is unknown what caused the infection. No further patient information is available, and devices were discarded. The field sales associate was notified about this explant surgery on (B)(6) 2025. Code 1001-e: -unknown-used to capture infection with unknown cause.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20-device was discarded. H6: code a26-used to capture infection with unknown cause and no further information is known. H6: code d15-there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.